Event description:
Per the audiologist's report, the receiver/stimulator of the patient's device extruded through the skin flap. The surgeon performed a skin graft revision surgery in 2006. There has since been some additional extrusion and migration of the implant. Reportedly, the surgeon concluded that these adverse events were due to an allergic reaction to the implant. No allergy testing was done. The surgeon reportedly decided to explant the device, but a surgery date has not been scheduled.